Manufacturer narrative:
Qn# (B)(4). Preliminary evaluation of the returned device indicates ars leak in use.

Event description:
It was reported the ars (syringe) was found leaking during functional test before puncture.

Manufacturer narrative:
(B)(4). The customer returned multiple components from a cs-24301-e kit. The arrow raulerson syringe (ars) will be used for this investigation. No defects or anomalies were identified with the ars. After the ars failed the functional inspection, the handle was broken to examine the valve inside. The valve consists of two bi-lateral valve pieces and a spacer. A puncture hole was observed in the center of both of the valve pieces. There was evidence of the slits in the center of the valves. A vacuum leak test was performed on the ars syringe per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and it did not snap back into a position = 1cc from the starting position. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample failed the pull leak test. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded and the plunger was pushed into the barrel. Resistance was initially felt, but the plunger body was able to move to the bottom of the syringe, therefore, the sample failed the push leak test. Manufacturing engineering was consulted in an effort to determine a possible root cause for the holes observed in the valves. It was noted that the only way the defect could be replicated was by passing a swg through the ars very fast and inconsiderately. All ars syringes are 100% tested for vacuum after assembly process and the returned syringes would not have passed this in-process inspection. A device history record review was performed and no relevant findings were identified. The customer reported issue of the ars syringe leaking was confirmed during functional testing of the returned sample. Functional testing was performed on the returned ars syringe and it was confirmed that the valve was faulty. Examination of the valve halves revealed a puncture hole in both valves. Although the ars did not meet functional requirements and damage to the valve was observed, a probable root cause could not be determined as the ars components are 100% vacuum tested after assembly and the defect could not be replicated within standard manufacturing processes. A CAPA has been initiated to further investigate this complaint issue.

Event description:
It was reported the ars (syringe) was found leaking during functional test before puncture.